Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported a low battery. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2020-01503. Device investigation is completed; please see updated codes in this report.